Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition. It was noted that intravenous antibiotics were administered and the patient was hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: impact code f2304: prophylactic treatment was updated to f2303: medication required.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition. It was noted that intravenous antibiotics were administered and the patient was hospitalized. No additional adverse patient effects were reported.